Event description:
It was reported that during a gastric bypass procedure when the surgeon tried to advance the clips in the device, the clips ejected from the jaw. They fell into the abdominal cavity. They were retrieved with a grasper. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.